Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that the stimulator stopped working for her about 2 weeks ago (to control symptoms) and it was just getting worse. The patient stated that every day she's had an episode (a loss of symptom control). Prior to the call, the patient stated a couple days ago she noticed she couldn't get the handset "to work" and had tried to increase stimulation but wasn't able to. Upon further review, the patient got to the screen of the tutorial that shows patient how to increase stimulation but patient hadn't been able to get past this screen as the patient was confused. (During call, patient services had the patient take the battery out of the handset and reinsert and had the patient power off the communicator and power back on to ensure handset screen wasn't frozen, screens weren't frozen). Patient services attempted to walk the patient through accessing settings, the patient was in tutorial and got to the same screen that showed the patient how to increase stimulation. Patient services tried to have the patient click the next button and after a click or two, the patient said that she gave up and was too tired to troubleshoot anymore. Patient services reviewed that the patient was welcome to call back for further assistance/go to the healthcare provider (hcp) office for in person assistance by the manufacturer representative (rep). The patient had an hcp appointment on sep 10th. Additional information was received. Patient reported that it was working for the first week but it has been getting worse, now it is not working at all and said in the beginning she felt the tingling but now she could not get the setting to work, she wanted to increase. They also stated that they cannot get it to stay on 3.2 had been on 3.4 wanted to do it to 3.5. Patient also reported soreness at the implant site. More additional information was received. The caller stated that the patient has been having trouble with the stimulator for a long time and they were taken to the ER and then discharged. The caller stated that "the only thing they could determine is that it could be the stimulator" no further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).facility contacted to get implant log with correct serial number. The device was implanted on (B)(6) 2019. The patient had no batteries in the controller was the cause the patient could not get it to stay on the setting they wanted. Stimulator was turned off and patient still felt pain she was describing, patient no longer believes the pain is stimulator related. Talked with a caregiver with the patient to instruct through turning off device. The weight of patient was reported as unknown and provided information has been confirmed with the physician.